Event description:
On feb 2002 kmi was notified of the explant of a subtalar mba* device in 2002, nine months after the original implant date. The explant was performed to alleviate pain reported by the patient. The device was not returned to the manufacturer, nor was it reported as being defective.